Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that low flow and low voltage advisories were observed as well as pump off alarms. Technical services reviewed the submitted log files, and pump stoppages and pump decelerations were confirmed. On (B)(6) 2019 technical services performed a driveline replacement. It was reported that no further issues since repair; however patient continued to utilize batteries or an ungrounded power module patient cable. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the reported low speed and pump stoppage events captured in the submitted log file. A distal end driveline replacement was performed on (B)(6) 2019 and approximately 18¿ of the external portion/distal end of the driveline was returned for evaluation. An electrical continuity test of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this testing, even with manipulation of the driveline. The silicone jacket appeared unremarkable. The clear bionate was discolored, but otherwise appeared unremarkable. Shield breakdown was observed throughout the driveline. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors that would have contributed to the reported event. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The heartmate ii lvas IFU rev. C is currently available. Section 6 "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.